Event description:
Device was explanted. No further information is available.

Manufacturer narrative:
The device involved has not yet been retured for investigation. Risk management files were reviewed and no new risks were identified. Rmf 0003 rev 38 line 12.75 - device explanted.

Manufacturer narrative:
Based on the inspection of the retrieved m6-c compiled, the device showed clear evidence of in vivo mechanical failure. In vivo contact between the endplates had occurred, culminating in the fracture of both endplates, the sheath could not be inspected, but in vivo damage to the core and fiber construct was evident. Inspection of the device components indicates that the device had failed in vivo; however, with no clinical information, radiographs, or lab results, the sequelae of events that led to the removal of this device after 14 years is not clear. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
Device was explanted. No further information is available. Device was returned for investigation 4/23/2024.